Manufacturer narrative:
Evaluation: the complaint device was returned in an opened, prepped and damaged condition. A visual examination confirmed the valve cap was cracked and had separated from the check-flo body. We are aware of the potential for occurrence and in an effort to resolve this issue, implemented a change redesigning the check-flo body and cap. A review of records found this device was MFR prior to this change.

Event description:
The physician was gaining arterial access with the sheath introducer set. The sheath had been placed into an artery. During the removal of the wire guide and dilator, the hub separated. As the sheath was in an artery, when the hub separated, there was a lot of blood leakage. The physician pressed on the artery, until the sheath introducer was replaced. Info was provided that the condition of the pt at this time is stable.